Event description:
The reporter stated that the surgeon was advancing a toric silicone lens diopter 21.0 se/3.5 and the plunger over-rode the lens and tore the lens. The surgeon cut the lens to remove it with no pt injury.

Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation, however, the lens was received and visual inspection shows the optic is torn and a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not retruned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens.